Event description:
Info was provided that the physician experienced great difficulty in removing the tube from the pt, requiring increased amounts of analgesia to the pt. Upon removal, it was noted that the tube had tied itself into a knot.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation, however, photos were provided, which showed the tubing has knotted. Based on the info provided and the condition of the device in the photo images, it is feasible to say the knot formed during placement, as the result of pt anatomy or possible pt intervention. It should be noted this is a soft, pliable tubing designed for pt comfort, that can be manipulated.